Event description:
A pt called to report seeing flashes of light following intraocular lens implant surgery. The pt's implanting surgeon reports the surgery was unremarkable and the results were ideal. The pt has a postoperative visual acuity of 20/20. Additional info has been requested.